Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had weak gripping force and the movement was abnormal. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a pitch cable dislodged in the housing at the proximal end. This caused the pitch cable to become loose at the distal end. The loose pitch cable caused weak gripping force or movement. The instrument was found to have a frayed pitch cable at the proximal clevis hub. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and attempting to manipulate instruments from the surgeon side console (ssc). The failure was not related to an inability to move the instrument or greater or lesser than intended. The instrument moved in the intended direction. The timing of instrument movement was appropriate. It is unknown if there was any shakiness and/or friction experienced or observed or if there was any instrument-to-instrument or system arm-to-arm interference, external collisions, or if the issue was persistent or intermittent. It is unknown what action was being taken and/or intended when the issue occurred. A backup instrument was used. There was no injury to the patient.